Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was provided.

Event description:
New information received indicates that the patient presented in the clinic for follow up. Programming changes were made to resolve post-paced t-wave oversensing (pptwos). The patient was in stable condition.